Manufacturer narrative:
This report is submitted on april 10, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to other medical reason. The patient was re-implanted with another cochlear device on (B)(6) 2023.

Manufacturer narrative:
Correction: date of this report (b4) and date received by manufacturer (g3) were filed inadvertently in the previous report, the correct date of awareness is (B)(6), 2023. This report is submitted on (B)(6), 2023.